Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The pump was received with minor scratches on lcd window, cracked case at display window corners and battery tube threads.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 92 mg/dl. The customer stated that the buttons are sticking and he had to press them about 2-3 times for them to work. The customer stated that the issue started about a month ago. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.